Event description:
On 10/7/92, while performing dialysis on a patient, it was noted that there was approximately a 60 cc blood loss from the heparin infusion line. The line was not connected to an infusion. You reported that futuristically a clamp will be available for this segment of line. In the interim we are changing procedure so that a clamp is placed on this line to prevent recurrence of this probleminvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.